Event description:
It was reported that the ventilator generated alarms indicating a malfunction of auto peep (positive end expiratory pressure). There was no patient harm reported. Manufacturer's ref. #: 1019074.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
According to the information provided, the hospital therapist reports that the problem was that vti went down lower than vte. The ventilator was replaced with another one. A pre-use check was performed after the event and the test passed successfully. The reported problem could not be reproduced. Several pictures/screenshots were received showing that the ventilator generated several high pressure alarms. The alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion based on the log pictures/screenshots evaluation, is that the ventilator detected and generated alarms for the high-pressure situation. However, the root cause of the alarms has not been determined. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. "The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing."